Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly when attaching the bone leaver to the holder, the holder snapped. Both parts of the holder were removed from the operating field. No further information was provided. This is 1 of 1 report for complaint #(B)(4).